Manufacturer narrative:
The driveline remains implanted and therefore is not available for manufacturing analysis. It was reported that the controller will be returned to the manufacturer; however, it has not been received. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. This is two of two reports (3007042319-2015-00643 and 3007042319-2015-00644) submitted for devices related to the same event. Product is in route.

Event description:
On day four (4) post ventricular assist device (vad) implantation the patient was sitting up in bed when he had electrical fault alarms twice in succession. The vad coordinator was called to bedside to download data log and waveforms. Upon retracting driveline cover to inspect connection, electrical fault alarm activated a third time. The patient was stable during the three (3) alarms with no change noted on pump parameters during the alarms. The bedside staff was educated not to change the controller until waveforms were reviewed. Waveform and data logs analyzed by the manufacturer confirmed electrical faults and service evaluation by the manufacturer's field representative (B)(4) 2015 confirmed electrical faults and the controller alarmed when the connector was manipulated. A connector cleaning was recommended and performed per manufacturer's procedure. Epinephrine was on standby. The patient's dobutamine was increased to 5 mcg/kg/min; the patient was on a heparin drip with a ptt of 58 and inr of 2.0. Three rounds of cleaning were performed with pump stop. Black pins were observed and white substance was removed from the connector. The patient tolerated the procedure well with no discomfort. The controller was exchanged. There was no visible contaminates in the driveline wires. It was indicated that the action solved the problem with verification of the repair action. There was no adverse physical effect on the patient. This is two of two reports submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults.